Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: lot paj0623 is invalid. Please provide the correct lot number. Sales rep is following up with the customer for the lot number for the lot number on the box.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle pulled off. The procedure was completed with another like device. There were no adverse patient consequences reported.